Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a normal generator change. The patient complained of intermittent pocket stimulation. Upon interrogation, the right ventricular lead exhibited high capture thresholds. During procedure, the lead exhibited fracture. The lead was capped and replaced. The patient was in stable condition.